Manufacturer narrative:
At this time, product has not yet been returned. An extended investigation has been performed for the reported complaint, and there was no indication that the product did not meet specification. Dhrs (device history record) for the freestyle libre sensor and freestyle libre sensor kit were reviewed, and the dhrs showed the freestyle libre sensor and sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported a low reading issue with the freestyle libre 2 sensor. The customer reported scans of 2.9 mmol/l and 3.0 mmol/l compared to built-in meter results of 22.9 mmol/l and 20.9 mmol/l, taken more than 10 minutes apart. The customer also reported a competitor meter result of 18.9 mmol/l. The customer experienced confusion and fatigue, and reported experiencing a seizure. However, the customer reported they were able to self-treat with insulin injection. There was no report of death or permanent injury associated with this event.